Event description:
Initial reporter indicated that she was at an initial implant and her dell handheld computer with 7.1 programming software "was stuck on the screen after interrogation." A flashcard reinsertion was performed. The site reported that the event resolved with the 7.1 programming flashcard reinsertion.

Manufacturer narrative:
Software/firmware caused event, but did not contribute to a death or serious injury.